Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was not reviewed because the serial number was not reported.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, bom 7mm extended length endoscope conical tip became cloudy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, bom 7 mm extended length endoscope conical tip became cloudy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.